Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no issues that would have resulted in this complaint were found. The device was received, however, no evaluation is available. Placeholder.

Event description:
It was reported that during an alif procedure, the scrub tech tightened the synfix implant onto the implant holder. The surgeon tried to unscrew the synfix implant from the holder for bone graft impacting and the peg on the implant holder snapped off into the implant. The synfix implant was cold welded to the peg of the implant holder. Surgeon used another implant holder and synfix implant to complete the procedure with no further problems. No adverse effect to the patient. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was returned for a product development event evaluation. It is unclear how the instrument was unthreaded prior to the breakage of the threaded component. If there was an excessive bending load applied while trying to unthread the instrument, then perhaps a breakage could have occurred. The instrument broke at the internal threaded shaft. The implant did not break. There is no evidence of the shaft bending after reviewing the returned components. This complaint is indeterminate from a design standpoint.